Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the (B)(4) pilot program. (B)(4) complaints were received during this report period. Of these, (B)(4) was not returned for evaluation ((B)(4)). (B)(4) were determined to be misapplication ((B)(4)). All (B)(4) reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes "4" malfunction events which are associated with the inability of a device and/or device components to expand or enlarge with the intended inflation agent (e.g. Saline or air). Patient information was confirmed for (B)(4) event. (B)(6) male patient.